Manufacturer narrative:
Investigation: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Manufacturer narrative:
The customer was not able to provide a catalog #, therefore the pen needle product is unspecified. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when purchasing undetermined bd¿ pen needle from a pharmacy, they received mixed product. No report of medical intervention or injury.